Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. Both the photos shows the partial view of catheter which was implanted into the patient and physician was holding it the hub. The catheter hub was noted to be partially cracked in both the photos. Therefore, the investigation is confirmed for the reported catheter connector fracture for both devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a computed tomography guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using a navarre universal drainage catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector fracture was identified, with the damage localized specifically to the drainage catheter connector. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transhepatic cholangial drainage (ptcd) procedure using navarre universal drainage catheter. Sometimes post procedure performed under CT image guidance, a drainage catheter connector fracture was identified, with the damage localized specifically to the drainage catheter connector. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.